Manufacturer narrative:
Date sent to the FDA: 09/03/2021. Additional information: g1, h6 a manufacturing record evaluation was performed for the finished device lot number rcmbxz/pdp513g50 and no non-conformances related to the reported complaint condition were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: please provide procedure name and date. No further information is available. How was procedure successfully completed? No further information is available. No further information will be provided. Trade name - irgacare®. Active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 ug/m.

Event description:
It was reported that the patient underwent an unknown surgery on unknown date and the suture was used. It was reported that suture breakage occurred during continuous suturing. There were no adverse consequences to the patient. No further information is available.